Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on (B)(4) 2013 and confirmed the rbc diluent dispenser generated a large amount of air bubbles. The fse replaced the rbc (red blood cell) diluent dispenser resolving the issue. The fse also replaced the wbc (white blood cell) diluent dispenser as preventative maintenance. While onsite, the customer reported an occasional false positive platelet clumping flag. The fse performed a cbc (complete blood count) calibration using latex particles and made adjustments to the rbc apertures resolving the issue. While verifying mode to mode operation, the fse made adjustments to the secondary calibration factors for the wbc, mcv (mean cell volume), and plt (platelet) parameters as incidental service. The fse checked the instrument error logs and found a high frequency of "probe not up" errors. The fse replaced the probe wipe resolving the errors. Identification of the failure mode: the failure mode related to the h & h (hemoglobin & hematocrit) delta checks was bubbles in the rbc diluent dispenser. The failure mode related to false positive platelet clumping flags was the need for cbc latex calibration. No erroneous results were generated for this event. Upon recur of the failure mode associated with the rbc diluent dispenser; it is likely to generate erroneous wbc, hgb (hemoglobin), rbc, plt, mcv, and mch (mean cell hemoglobin) parameters due compromised bath dilution. Upon recur of the failure mode related to the rbc aperture; it is likely to generate erroneous results for rbc, plt, mcv and mch parameters due to an incorrect aperture gain. (B)(4).

Event description:
During a service visit at a customer's site, a beckman coulter field service engineer (fse) reported a premature failure of the rbc (red blood cell) diluent dispenser on the coulter lh 780 hematology analyzer. The lh780 generated h &h (hemoglobin & hematocrit) delta checks on patient results. The instrument was taken out of use immediately and their backup analyzer was used for patient testing. There were no erroneous results reported out of the laboratory and no death or injury is attributed to this event, and there was no change to patient treatment. .